Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery on (B)(6) 2023 under general anesthesia.

Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at implant site (specific date not reported). It was also reported that the patient experienced an extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.